Manufacturer narrative:
A physio-control service representative evaluated the customer's device and verified the reported unexpected loss of power in a review of the downloaded device records. The reported issue could not be duplicated. It was observed that the used batteries were >2years old, therefore the customer was advised to replace the old batteries. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control to report that their device unexpectedly lost power on two occasions. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.